Event description:
A us distributor reported that an electrode belt was experiencing arrhythmia alarms and had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, ecgs non-functional) was confirmed due to the electrode belt¿s ECG "a&b" cable being cut, damaging wires in the cable and causing intermittent failures. The root cause for the cut ECG cables was physical abuse. There was no adverse event that resulted from the damaged belt.